Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a deformed pin issue could not be confirmed through this evaluation. Additional information communicated on (B)(6) 2020, indicated a bent pin issue with the system controller was likely causing a persistent power cable disconnect alarm issue. The pin fully broken and dislodged, which no longer interfered. The submitted log file captured routine power cable disconnect and low voltage advisory alarm events relating to power exchanges and depleting 14v batteries. The alarms cleared upon exchanging the power sources. The system controller is not expected to return. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (B)(6), associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. System controller (B)(6), was shipped to the customer on (B)(6) 2020. Heartmate 3 patient handbook, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ in section 5, entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a broken pin on their white power lead on their controller. There were no issues reported with the functionality of the controller. It was recommended that the controller be exchanged. No further information was provided.